Event description:
Patient reported obtaining a blood glucose result of 14 mg/dl while using the suspect product. Patient stated that he immediately opened a new strip vial and retested blood glucose with a result of 374 mg/dl. Patient did not modify therapy based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.